Event description:
It was reported that a study participant experienced hyperglycemia after administering insulin for a meal, noting that glucose levels initially rose before subsequently declining. Symptoms included elevated blood glucose. Outcomes included no need for medical intervention beyond self-management, and there were no alerts or alarms reported. Investigation included case creation, participant outreach for additional blood glucose questionnaire details related to the hyperglycemia episode, and a review of available device use context. Investigation of this case revealed an event of hyperglycemia with an unclear cause and no evidence of device alarms or component malfunction based on information available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.